Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled generator change. Prior to procedure, an interrogation was performed, and it was noted that the right ventricular lead exhibited noise. During the procedure, it was discovered that the lead insulation appeared to be breached. Th lead was capped and replaced on (B)(6) 2020. The patient was discharged.